Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife saw the customer having slurred speech, glassy eyes, and passed out in the chair around 5 pm. The wife called the ambulance, and was able to wake the customer and treat him with juice and sugar before the ambulance arrived around 6 pm. When they arrived they tested him on their meter and received a reading of 178 mg/dl at 6:24pm and then he tested on his meter around 6:34 pm and received a reading of 394 mg/dl. The paramedics did not treat him with any medication. They wanted to take him to the hospital but he refused and remained home. Returning and replacing meter and strips.